Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. The device was received for evaluation by the baxter product analysis laboratory. A review of the device history record, service history log and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional testing and the rite electrical testing. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to natural causes while performing pd therapy on the homechoice (hc) device. The pt died in her sleep and was not hospitalized at the time of death. Pd therapy was ongoing and the pt was connected to the hc at the time of death. Additional information was requested but is not available.